Event description:
New information received notes that the programming changes were made to resolve the post-sensed t wave oversensing. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardiac monitor exhibited post sensed t wave oversensing. No intervention was performed and the patient condition was unknown.